Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The sample analysis revealed non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was a malfunctioning accomp printed circuit board due to corrosion. The accomp printed circuit board was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the fluid temperature delivery verification test. No additional information is available.